Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code 24. There was no adverse impact to the customer's blood glucose level. The customer reverted to using multiple daily injections as a backup therapy, and they were sent a replacement pump with updated software. The customer was instructed on how to put the malfunctioning pump into storage mode and return it to tandem within ten days to avoid charges. Additionally, the customer was advised to program their settings into the new pump and connect their continuous glucose monitor.